Manufacturer narrative:
Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4), ubd: 25-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Contact 4 reporting greater than 4000 reading of impedance on clinician programmer. Troubleshooting was performed by checking connectivity and reprogramming. The cause was not known. The patient had a lead revision done and the issue resolved.